Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred immediately at the start of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed and blood was visually observed in the dialysate. No dialyzer damage was visible. Blood test strips were used and tested positive. The patient's estimated blood loss (ebl) was reported as being approximately 200cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device is available for evaluation by the manufacturer.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found the fibers to be wet with indication of blood contamination. The fiber bundle was streaked with blood residue. Coagulated blood was present on the circumference of the fiber bundle at the cavity ID end and between both screw flanges and potting cut surfaces. Gross visual examination of the device did not identify any damage or irregularities. The polyurethane material remained intact and inspection of all molded components did not indicate any defects that would have caused improper mating between parts. The dialyzer was subjected to a laboratory bubble point test; no leak was observed possibly due to coagulated blood. Coagulated blood within the lumen of individual fibers may have occluded flow. The dialyzer was then subjected to destructive disassembly for further visual analysis of the polyurethane cut surfaces. Further examination did not reveal any damage, irregularities, or separations. The fiber bundle did not reveal any damage or irregularities; specifically no broken, fiber fragments, kinked, looped, or short fibers. The inferior surface of both polyurethane potting ends were examined for voids. No voids were present. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. Although the submersion of the fiber bundle in a water bath could not isolate any source for an internal leak and no damage or irregularities were noted to the complaint device, the complaint investigator was able to visually confirm the presence of blood within the dialysate chamber at the cavity ID end bell housing. However, once a dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of product; as a result, laboratory testing may be inconclusive regarding the failure originally observed by the complainant facility. Therefore, the complaint of internal blood leak was confirmed.